Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. H11 additional narrative: d10: concomitant med products and therapy dates: sagittal saw attachment device, 1/1/2024 d1, d2, d3, d4, g4, h4, UDI, g1-1: the product code is unknown. Therefore, the brand name, catalog number, lot/serial number, manufacturing location, 510k classification, and the manufacture date are unknown, therefore the UDI cannot be completed. As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated.

Event description:
It was reported from germany that after surgery, an unknown saw blade device was found to be broken. It was further reported that the device had been dropped on the floor before the blade was removed for cleaning. The device may have been used together with the sagittal saw attachment device. The event was not related to surgery. There was no patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown. However, it was reported that the event occurred in (B)(6) 2024. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.